Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during an unspecified arthroscopy procedure, the vapr tripolar 90 suction elect device suction was clogged out of the box. It was connected with the neptune max suction. It is unknown whether another device was used to complete the procedure. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: investigation summary the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found signs of usage on the overall device surface. The manifold had scratches and the active tip had foreign matter, presumably biological matter. The tip, handle, shaft and plug did not show any signs of damage. A functional test was performed by activation of the device, the device was connected to a test generator, and a test footswitch was used too. The ablation function and the coagulation function were activated several times in their maximum power (cp 380 for ablation and cp 160 for coagulation) for one minute each test, and they did not work as intended for any of the buttons or for footswitch activation. The device will be sent to the manufacturer for further testing. The supplier performed an evaluation with the following results: device was not received in its original packaging, only in a bag. The device was in used condition, with significant residue blockage, scratches across the ceramic and discoloration of return edges. There were no ncrs or deviations raised during the manufacturing process of this device. The customer report stated that the ¿vapr suction clogged out of the box.¿ the device as presented passed all electrical checks, but failed functional checks on pre-activation flow rate testing with a result of 172ml/min. However, the post-activation check passed with a result of 512ml/min which suggests that there was a blockage in the suction path that cleared. The blockage which caused the first flow rate test to fail was likely due to a build-up of tissue debris at the distal end of the device, evident in the visual inspection. Due to the complaint failing the flow rate test first time, the complaint can be substantiated. We acknowledge that during testing at j&j lab the device did not work as intended failing on activation testing, however we could not replicate the failure while testing the device. The overall complaint was confirmed as the observed condition of vapr tripolar 90 suction elect would have contributed to the complained issue. Based on the investigation findings, the potential cause for the reported condition is traced to build-up of tissue debris at the distal end of the device. As per instructions for use (IFU), 1) inspect the active tip of the electrode for any damage after all faults. If the active tip is loose or dislodged, insert a new electrode. Do not allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. 2) electrodes will wear from normal use, dependent on factors such as length of use, high tissue removal rate, prolonged use against bony surfaces, prolonged use in saline, high power settings, and use with minimal suction or fluid management. Periodically assess electrode tip for wear and proper operation. Replace the electrode if excessive wear is noted. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review a manufacturing record evaluation was performed for the finished device lot number (u2508009), and no non-conformance was identified.